Event description:
On [date redacted], at 17:19, dialysis machine 13 triggered an alarm due to a "lost power failure." Upon inspection, this writer discovered that there was smoke, and the back of the machine had caught fire. Efforts to unplug the machine were hindered by smoke and flames obstructing the wall plug. Manufacturer response for hemodialysis machine, assy, tablo hemodialysis system, dual ultrafilter (per site reporter). [Redacted] bio med technician came on site. We are pending written report.